Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. The customer stated they were could not hear any audio even when the setting was on audio and vibrate. Troubleshoot for audio anomaly was performed but the issue was not resolved. Customer reported they did not hear beeps when audio volume settings were saved. The customer also reported that the insulin pump had diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.